Event description:
It is reported connection issues. Description: it was reported that during the procedure, it is evident that the needle does not fit correctly with the syringe, causing medication leaks, loss of content, and the inability to use the device safely, as shown in the attached video.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Manufacturer narrative:
Additional information: details from customer added to b5. Date of event also updated. Investigation results: a video was received by our quality team for evaluation. In the video, a healthcare provider is inserting the needle (no introducer is being used) in the patient¿s back, it is observed that the healthcare provider administers medication and drops of medication run through the gloves of the healthcare provider. The reported incident could be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the potential root cause is attributed to handling-related issues, as the complaint verbatim states, ¿the needle does not fit correctly,¿ and video evidence shows the healthcare provider holding the device at the connection during use. Since bd devices are molded to iso 594-dimensional specifications, the use of syringes compliant with iso standards is recommended to reduce the risk of the reported failure mode. A physical sample would be needed to conduct a more thorough investigation. This incident has been added to our database of reported incidents.

Event description:
Additional information: could you tell us how many units have been affected? 3 units. Could you confirm the batch number of the sample? 4323628. Could you tell us the date of the incident in dd/mm/yyyy? 10/01/2026.